Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient sustained a second-degree burn believed to have been caused by a dyonics rf generator probe. This information was identified during a literature review.